Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that patient stated the pump was malfunctioning and she had not used it in a year. The hcp sated that the patient has dementia so they were not confident of the dates patient had provided for her pump information.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the initial reporter did not remember the patient stating that their pump was malfunctioning or that the patient was not using their pump. It was noted that the patient had not had magnetic resonance imaging (MRI) at their MRI facility since (B)(6) 2021.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.